Event description:
One discrepant sodium result. Initial result 117 mmol/l, repeat 129 mmol/l and 128 mmol/l. Erroneous results were not reported. Field service rep determined the air-mix and air-dry was out of adjustment. He readjusted the air-mix and air-dry. Performance tests were performed which were within specification.